Manufacturer narrative:
Evaluated one opened/used reservoir, performed pre-fill test to reservoir. Plunger was easy to connect/release properly. No anomalies found during analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin came out continuously about 20 units when the plunger was not pushed. Customer's blood glucose was unknown. Customer was advised the reservoir will be replaced. Customer agreed to return the reservoir for analysis.